Manufacturer narrative:
Mfg site name: atek. (B)(4). Returned product consisted of a runway guide catheter. Evaluation of the returned device revealed that there was contrast on the outer surface of the device. The shaft was separated 69.8cm from the tip. There were numerous kinks throughout the shaft. The proximal end of the device, including the hub, was not returned. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on 30oct2014. It was reported that a hub separation occurred. During a percutaneous coronary intervention (pci), a runway guide catheter was set. During setting of the device, the hub broke off. The device was exchanged to another same device. No patient complications were reported. However, device analysis revealed a shaft separation.